Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was used for implant, using large flexnav delivery system. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient was presented with right bundle branch block (rbbb), first-degree atrioventricular block (avb), and a baseline pr of 257 millisecond. During the procedure, a temporary pacing lead was placed. Ideal transcatheter aortic valve implantation (tavi) implant with final depth of 2-3mm. After deployment of the valve, complete heart block was observed. A permanent pacemaker was implanted post-procedure. There was no clinically significant delay in the procedure.